Event description:
It was reported, that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The lead safety switch (lss) was triggered. And changed the polarity of the lead from bipolar to unipolar configuration. There was low level noise, that appeared consistent with minute ventilation sensor oversensing on the right atrial channel. Technical services was consulted. And discussed troubleshooting and reprogramming options. The pacemaker and rv lead remain in service. And no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).